Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform the displacement test, compromised force sensor system alarm, motion sensor test failure alarm and prime anomaly due to motor error alarm.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and motion sensor test failure alarm. The customer's blood glucose was 91 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.